Event description:
The company was made aware of a device failure. The patient's device was explanted. Advanced bionics is in the process of gathering more information. Once more information becomes available, a supplemental report will be submitted.